Event description:
It was reported that when an asymptomatic patient presented in the clinic for follow up post paced t wave oversensing on the ventricular lead was observed. Resulted in incorrect diagnosis of non-sustained lead noise was observed. Programming changes were recommended. No further information is available.